Manufacturer narrative:
Investigation summary bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd vacutainer® cpt¿ cell preparation tube with sodium heparin, that three (3) tubes had poor barrier separation of the plasma from the red blood cells. Samples were time sensitive and unable to be used. There was no further health impact or consequence reported.

Manufacturer narrative:
D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. D4. Medical device lot #: 4171849 was reported, however, this is not a lot # manufactured for the reported catalog number. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® cpt¿ cell preparation tube with sodium heparin, that three (3) tubes had poor barrier separation of the plasma from the red blood cells. Samples were time sensitive and unable to be used. There was no further health impact or consequence reported.